Manufacturer narrative:
(B)(4). Analysis description: final analysis confirmed the reported diagnostics anomaly. After product code download, normal device characteristics were observed. The root cause of the anomaly could not be determined. (B)(4).

Event description:
It was reported that prior to implant, the pulse generator exhibited a diagnostics anomaly. The device was not used.